Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer over-delivered insulin and experienced a blood glucose (bg) level of 70 mg/dl. Reportedly, the contact programmed a bolus for 8 units instead of the intended 9 grams of carbohydrates into the bolus screen. To treat the low bg level, the teacher provided the customer with juice.